Manufacturer narrative:
Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The exposed portion of the soft cannula was observed to be kinked, however, this damage did not prevent fluid from exiting the distal tip of the soft cannula, and no signs of leakage were observed during the leak test. The device was found to function properly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" >500 mg/dl, while wearing the pod on the arm between 4 and 24 hours. Multiple corrections were administered using the pod, but the bg levels did not decrease. A manual insulin injection using a pen was administered to treat the hyperglycemia.